Event description:
Customer reported that the button at the top of their device was sticking and required multiple presses to function properly. There was no adverse impact to the customer¿s blood glucose level. No corrective actions were taken as the customer declined a callback, and no further action was required.